Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced an infection at the needle puncture site. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (sulfamethoxazole 14 ml, two times per day). At the time of report the parent stated the patient was at school and was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).